Event description:
It was reported that this right ventricular (rv) lead was explanted due to increase in threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found dried body fluid in the helix housing. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of high pacing threshold.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increase in threshold. A new lead was implanted. No additional adverse patient effects were reported.